Event description:
Customer's father reported that the customer's blood glucose level was 506 mg/dl at the time of the call and needed help with the insulin pump's settings. Customer's father stated that this high blood glucose level was due to the reservoir being empty. Customer's father also stated that the customer had a blood glucose level over 400 mg/dl two days before the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.